Event description:
It was reported this balloon ruptured on the second inflation at 12 atmospheres during a pulmonary angioplasty of a calcified lesion. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath. Following removal of the balloon catheter, it was discovered the balloon material had detached and remained in the pt. Retrieval of the detached balloon material, utilizing a snare and a basket, was successful. Other balloon catheters were used to successfully complete the procedure. The pt's condition is good. The device has not been rec'd by this MFR. Therefore, a failure analysis is not available. Follow up indicated continual withdrawal attempts against resistance resulted in detachment of the balloon material in the pt. It was also this device was used during pulmonary angioplasty which it not an indicated use of this device. These factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."